Manufacturer narrative:
Instrument has not yet been returned for evaluation. A definitive cause of the event cannot be determined. Events of this type are typically caused by excessive force placed on the instrument during use. Caution should be taken not to over-torque the instrument during tightening. If an evaluation finds something other than what is stated above, a follow up report will be filed.

Event description:
While inserting a 9x80 expedium into a revision pt (after tapping with an 8mm tap) the screwdriver stripped out and the t20 part broke off into screw head. This happened twice. Situation resulted in a delay in excess of 30-min, however there was no adverse pt consequence.